Manufacturer narrative:
Product event summary: analysis confirmed that the stylus would not stay calibrated. The bezel overlay assembly was replaced and the stylus was then calibrated.

Event description:
It was reported the touch stylus is in need of calibration. Two disk calibrations, new stylus pen, and two new calibrations failed to resolve. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.